Manufacturer narrative:
Additional pro code: hrx. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following a case on (B)(6) 2018, the tip of the reamer/irrigator/aspirator (ria) shaft was found broken off. After successfully getting the bone graft from the filter, the scrub tech was unable to disassemble the device and began to see that part of the shaft was broken. After using some vice grips to disassemble, they found that part of the tip of the shaft had broken. Fragments were generated from the broken device and were removed easily. Procedure was completed successfully. Patient status was stable. This report is for a drive shaft for use with ria. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient ID: (B)(6). Part 314.743, lot h299358: release to warehouse date: october 11, 2017. Supplier: criterion tool & die, inc. The material was reviewed and the hardness value was confirmed to meet the specification with no relevant non-conformances noted. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was completed: the device was received with the distal tip broken just at the start of the hexagonal end of the drive shaft. No fragments or pieces of the device were returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was completed, the inner diameter of the drive shaft, measured within specification. The relevant drawings were reviewed. The material was reviewed and the hardness value was confirmed to meet the specification with no relevant non-conformances noted. The complaint condition is confirmed as the drive shaft was received with the distal tip broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.